Manufacturer narrative:
(B)(4); following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this device triggered the end of life (eol) timestamp, sooner than expected. Data analysis was ongoing to determine an acceptable replacement window. No reported adverse effects and the device was later confirmed explanted and replaced.

Manufacturer narrative:
(B)(4); this device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found the device recorded a battery depletion alert on (B)(6) 2018 and reached end of life (eol) battery status on (B)(6) 2018. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific).

Event description:
Boston scientific received information that this device triggered the end of life (eol) timestamp, sooner than expected. Data analysis was ongoing to determine an acceptable replacement window. No reported adverse effects and the device was later confirmed explanted, replaced and returned for analysis.